Event description:
It was reported that during a lap sigmoidectomy, clips fell out a few times. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor is used to using the device.

Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. The device was functionally tested, and 12 clips were ejected from the jaws. Two clips with gap were also fed from the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The clips with gap could have been generated by the clips being fed incorrectly on the pockets of the yielded jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.